Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion device did not display the e-4 occlusion error message. The patient stated he had an occlusion within the infusion device, but the occlusion error message did not alert him. No adverse event reported. Return of the suspect device was requested for evaluation.